Event description:
On (B)(6) 2010, a follow up call was made to the patient's nurse regarding the issues the patient was having with fibrin and infection. The nurse stated that the fibrin is an on and off thing. The nurse stated that the patient is adding heparin to the bags to help control this issue. The nurse stated that the infection the patient mentioned was peritonitis. The peritonitis was diagnosed on (B)(6) 2010 although, the nurse stated they suspected the patient had the peritonitis earlier then this date. The peritonitis was bacterial. The patient was not hospitalized for this. The nurse did not believe that the solution or device was the cause of the peritonitis, but did not say what he thought the cause was. The patient's recovery is ongoing and improving. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. There is no indication that user error, such as a break in aseptic technique, contributed to this event.

Event description:
Customer alleges discrepant results with meter. Target therapeutic range 2.0-3.0. Pt self tester claims to have consistently had a result of inr=2.8 for 18 weeks except when on antibiotics in august when inr=1.5. Pt completed a recent course of antibiotics (bactrim) on (B)(6) 2010. Pt takes many medications including pain relievers. Doctor has been adjusting coumadin dosage according to inratio results.